Manufacturer narrative:
The device has not returned for analysis at this time, which precluded a full investigation and analysis of the root cause. However, based on information received from the sales rep the event occurred as a result of the user removing the marker applicator separately from the biopsy probe after the marker was deployed. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker delivery system separately from the probe aperture once the spring is exposed creates the possibility of it catching on one of these edges. As a mitigation step to address this risk, we provide instructions within the instructions for use: directions: remove the delivery system and mammotome probe together as a single unit from the site, properly dispose and obtain images to confirm marker placement. Follow-up communication with the customer confirmed that no parts of the hydromark spring were transferred to the patient and the post mammo x-ray confirmed that the biopsy site was marked. However, based on the potential patient consequence of additional intervention or treatment as a result of this event, we are submitting this medwatch report.

Event description:
The sales rep reported, "we had a stbx today, the hydromark was sheared by pulling the introducer back out of the needle instead of with the needle."

Manufacturer narrative:
The investigation was not complete at the time of initial reporting. The investigation summary is provided here. Device available for evaluation?, type of reports, if follow-up, what type?, device evaluated by MFR?, and evaluation codes have been updated to reflect added investigation details. On 10/19/2016, one 4010-03-09-t3 hydromark biopsy site identifier, with an unknown lot number, was received from the customer for analysis. Visual inspection of the device confirmed the marker delivery system spring protruding out of the aperture. Device analysis suggests that the marker delivery system plunger was compressed while removing the delivery system separately from the probe causing the spring to catch on the aperture. The investigation confirmed that all parts of the spring were present. No further follow-up required.